Event description:
It was reported the powerseal was excessively sticky and not sealing correctly. The issue occurred during a total laparoscopic hysterectomy. The faulty device was discarded and the procedure was completed after opening a new package. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.